Manufacturer narrative:
An event regarding loosening involving a meridian stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, post revision x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
A meridian hip stem was loose in a patient. The stem was pulled along with the poly liner. An mdm liner was put in along with a secur-fit max stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A meridian hip stem was loose in a patient. The stem was pulled along with the poly liner. An mdm liner was put in along with a secur-fit max stem.